Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide. Model: ust400. 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96. Warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The wife reported that the patient went to the hospital due to high blood glucose, which had reached 482mg/dl, that started chest pains. He was hospitalized for three days. The doctor removed the pod and started the patient on novalog intravenously. The patient was being given injections and the wife was unsure of everything that was done while hospitalized. She stated that there were many different medications given to him but does not recall specifics. He was given pain medications, some were oral and some through IV. The patient was also given nitroglycerin, both topically and orally. Many different tests and a x-ray was performed. The pod was worn on the arm for between 4 and 24 hours. There was nothing unusual about the cannula or site when the device was removed.